Event description:
Customer reported the system is making a loud popping noise during fluoro without producing an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and snubber board. System operates as intended. This MDR is related to ge healthcare complaint.